Event description:
It was reported that the user experienced prolonged low blood glucose reported at a value of 45 mg/dl after previously correcting a high reading associated with a bent cannula (reported on a separate case and submission) and administered additional external insulin while remaining connected to the ilet, which constituted improper procedure and insulin stacking. The event was managed with oral glucose and remote troubleshooting and education were completed. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included urgent low glucose, urgent low soon, low glucose, and an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and determined that no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.